Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material clogged in the bending section cover during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the scope connection cover unit is deformed, water tightness is lost due to damage on channel tube, insulation resistance value at distal end does not meet the standard value due to damage on the bending section cover, and connecting tube has a buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air exits biopsy channel on the evis exera iii bronchovideoscope. The device was returned for evaluation. During the device evaluation, foreign material was found in the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.